Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that a patient underwent tlif surgery at l3-s levels for lcs. Immediately after the surgery, the implants were no problem but the leg pain had not been improved. The s1 screw was also observed loosening. The revision surgery was operated to remove implants and extend fixation to iliac with other products. The product came in contact with the patient.